Manufacturer narrative:
Additional information: the stent did not pre-deploy. There was no difficulty until after the stent was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the common iliac artery (peripheral artery, proximal/mid location, 10mm diameter) with the stent serb65-09-40-120 protege gps, the tip of the delivery catheter detached in the vessel. The tip of the catheter was stuck to the wire and came out when the wire was removed. The vessel was pre-dilated with a shockwave ivl balloon. The detached component was removed, and the stent was placed successfully with no issue recrossing using a new wire. No patient complications have been reported as a result of this event.